Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the apex balloon catheter. The hypotube and shaft were microscopically and visually examined. There was contrast in the inflation lumen. The balloon was tightly folded. Microscopic examination of the shaft revealed numerous kinks; however, there was no shaft fracture/separation, as reported. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A1.50mm x 8mm apex¿ flex balloon catheter was advanced to the lesion. However, it was noted that the delivery shaft was fractured. The device was simply removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A1.50mm x 8mm apex¿ flex balloon catheter was advanced to the lesion. However, it was noted that the delivery shaft was fractured. The device was simply removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.